Event description:
Follow-up information revealed the patient underwent surgical intervention where her lead was revised to provide the patient with left-sided coverage. It was also reported an additional lead was implanted. The patient received effective stimulation coverage postoperative. It was noted during the procedure, the patient's ipg was explanted and replaced with a different model (reference MFR. Report#: 1627487-2016-00325).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient was not receiving stimulation. It was also reported the patient's stimulation was auto-reducing. Diagnostic testing revealed high impedance readings on multiple lead contacts. The patient reported the stimulation issues began after a motor vehicle accident in (B)(6) 2015. The patient also reported she has recently fallen on multiple occasions. It was noted the patient was given a new program and was satisfied with the results. However, x-rays are to be taken and the patient may undergo surgical intervention as the next course of action.